Event description:
According to the original equipment MFR (OEM), two prototype colonoscopes, utilized by health care practitioners in japan, were returned to the manufacturing facility with complaints of a wire protruding through the external covering of the insertion tube (I/t). Upon inspection, the OEM stated that a coil wire in each scope snapped, became unwound and broke through the external covering of the insertion tube. The frayed wires observed on the external covering were slightly visible since only a small piece broke through the I/t. The OEM stated that a physician detected an exposed wire as he inspected the I/t before a procedure. A hosp nurse discovered the second exposed wire during reprocessing. There were no injuries related to the occurrences. Background: the colonoscope had been used for approximately 600 and 500 procedures respectively prior to breaking. Coil wires, covered with a metal flex, a braid and a plastic tube, are used to control a variable stiffness function designed for these scopes. Upon inspection, the OEM determined that the coil wires broke at the edge of a coil pipe in a coil wire unit in the I/t. The unwound wire then passed through the insertion tubes and stuck out slightly. One insertion tube had a small hole due to the exposed wire; the second unwound, frayed wire protruded toward the control body and was located at the right side on the insertion tube. According to the OEM, the problem of coil wire breakage was detected during the development stage of the variable stiffness colonoscope. As a result of their findings, the MFR extended the wire durability of these colonoscopes prior to initiation of production for this device. The prototype colonoscopes described in this report were provided to customers before design changes to the coil wire and before initiation of production for these devices.